Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On march 25, 2024, senseonics was made aware of a serious adverse event where the patient experienced severe hyperglycemia. The incident happened on (B)(6) 2024 at 06 pm. The patient reported that sensor glucose (sg) reading was 240 mg/dl where as blood glucose (bg) value was 600 mg/dl. Patient received a high glucose alert as it crossed above the high glucose alert threshold of 220 mg/dl. The patient was hospitalized and was treated with insulin and infusion.

Manufacturer narrative:
The investigation was performed on customer synced glucose data on data management system (dms), which is a cloud platform for eversense systems. Based on investigation analysis, the sensor glucose (sg) value was 268 mg/dl on (B)(6) 2024 at 6:03 pm. The blood glucose (bg) value was not entered into the system. The system asserted a high glucose alert at 5:53 pm as the sg value crossed above the high glucose alert threshold which was set at 220 mg/dl. The system functioned as intended by asserting appropriate alerts and notifying the customer of hyperglycemia. The customer went to hospital where insulin was administered. A further review of the glucose data revealed symptoms consistent with situations where estimated values provided by the app were entered as calibrations rather than true bg values. Customer was advised to not enter anything other than a true bg meter value, from a finger stick when calibrating. Entering any value from eversense cgm or another cgm can disrupt the calibration leading to significant deviations in sensor readings. No further investigation was found necessary for this complaint. B4. Date of this report updated to 08 may 2024. G3. Date received by manufacturer updated to 25 april 2024. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 213, 114. H6. Investigation conclusions updated to 67, 19.